Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that qtips were in the package.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: qtips were in the package. Probable root cause: manufacturing/assembly error, incorrect or inadequate packaging, user error in not properly inspecting unit prior to use. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that qtips were in the package.